Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged from the device as the surgeon was removing old mesh from the patient and was inadvertently used on metal tacks. The piece was successfully retrieved and there was no patient injury. A new dissector was opened and installed onto the system in order to successfully complete the procedure.